Manufacturer narrative:
The pipeline was returned for evaluation with the marksman and pushwire. The evaluation could not determine the cause of the event as the pipeline was fully opened; however, the capture coil and braid were found damaged and may have contributed to the reported event. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. All devices are 100% inspected for damages and irregularities during manufacture.

Event description:
Treatment of a large unruptured aneurysm measuring 10mm located in the ophthalmic segment of the right ica (internal carotid artery). The patient¿s anatomy was a little tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported that the distal end of the pipeline (4.50mm x 20mm) appeared to be twisted and damaged. The pipeline was removed from the patient and another pipeline of the same size was successfully implanted in the patient. No patient injury was reported as a result of the procedure.